Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a sfr4 solitaire stent had resistance and breakage. It is said that resistance was felt when pul ling it from the middle cerebral artery (mca). When checking the collection, breakage to the proximal portion of the stent was confirmed. The procedure was successfully completed by replacing it with an embotrap. The blood vessel was not tortuosity. The resistance occurred during collection intraoperatively. The devices were prepared as indicated in the package insert. No patient symptoms or complications were reported.

Manufacturer narrative:
H3. Corrected/updated product analysis:equipment used: vis (m-81805), 203cm ruler (m-83361) as found condition (condition of returned device): the solitaire fr revascularization device was returned for analysis within a shipping box; within a resealable biohazard bag and within a second resealable biohazard bag. The catheter used during the event was not returned for analysis. Visual inspection/damage location details: the model and lot numbers for the catheter used during the event were not provided; therefore, compatibility could not be assessed. The solitaire fr revascularization device was returned without its introducer sheath. No bends or kinks were found to be the pushwire. The marker coil was found to be in good condition. Visual inspection of the detachment zone revealed no electrical etching. The detachment zone was found to be visually in good condition. The stent was found to be still attached to the pushwire. The stent non-working (tear drop) length struts and middle working length struts were found to be damaged . The distal working length struts were in good condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed and the root cause could not be determined. Resistance can be caused by lack of continuous flush. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was unable to be confirmed as the stent was found to be still attached. Based on the device analysis and reported information, the customer¿s report of ¿device to device damage/entanglement¿ could not be confirmed as only the solitaire device was returned. It is possible the damage to the non-working length struts and middle struts was caused by the resistance in the catheter; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was resistance all the way when pulling inside the catheter. It was unknown if the catheter was a medtronic product.

Manufacturer narrative:
H3: the stent non-working (tear drop) length struts were found to be damaged at proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.